Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error. The caller stated that when the customer put batteries into the insulin pump, the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 105 mg/dl. The customer did not observe any significant events leading to the alarm. The caller stated that the customer had the same keypad issues about a few months prior to the call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.